Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be loose. Additionally, customer reported that the pump battery was depleting quickly. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.